Event description:
It was reported that a spectrum iq pump second from left soft key was malfunctioning. This occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem of 'malfunctioning soft key (second from left) was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the soft keys had to be pressed harder than normal in order for them to work. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.